Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while implanting this right ventricular (rv) lead and using the tool the patient snored, aspirated some air, decompensated, went into ventricular tachycardia. The patient was stabilized. The suture sleeve could not be found on the lead body in the pocket. Another suture sleeve was used. The physician believed the initial suture sleeve was on the lead inside the vessel. Fluoroscopy was used and the missing suture sleeve could not be located. Fluoroscopy did not reveal the second suture sleeve either. No adverse patient effects have been reported related to the missing suture sleeve.